Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced syncopal episodes, and that there was ventricular pacing below the lower rate. The reporter noted that the episodes were probably due to issues with blood pressure and unrelated to the pacemaker system. The device remains in use. No further patient complications have been reported as a result of this event.